Event description:
The clinicians placed a vaxcel PICC line in a pt (age and gender unk) in 2005. Sometime between 2005 and 2006 (customer unable to report exact date) a device leak was noticed when the clinicians attempted to infuse tpa, and the liquid "sprayed back." Upon examination a tear was noticed to be located on the 20 gauge lumen two inches distal from the inerstion site. The physician reported that the tear appeared to be "a ruffled edge and paper thin." The PICC line was removed and a replacement was successfully implanted in the pt in 2006. There was no indication from the complainant of any adverse affect to the pt as a result of this reported problem.